Manufacturer narrative:
The device was evaluated by zoll medical (B)(4) service technicians at the customer's facility and the reported malfunction was not replicated or confirmed. The device was put through extensive testing and was found to perform to specification. The device history log and associated electrode pads were not available for evaluation as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.